Event description:
It was reported that the monitor has fallen. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The damaged touchscreen was confirmed by problem description and communication with field service engineer. It remains unknown when the incident occurred and under which circumstances. Since no more information was provided, the cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).